Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated they want to have the device taken out. Caller stated the device stopped working a little over 4 years ago, and now they have this device inside them that serves no purpose. Caller stated they can't get an MRI because the device doesn't work either. Caller stated their primary doctor keeps telling them to call medtronic, and their pain management doctor doesn't know what to do with the device. Caller added that when the device was working, it didn't get rid of their pain but it did help with the numbness and tingling they have in their legs. Caller stated they don't know if they should replace the device or have it removed. Caller stated they need someone to walk them through what to do. The patient was redirected to their healthcare provider to further address the issue. Agent provided caller with name and phone number of implanting physician to reach out to regarding next steps. Pt reported that battery stopped working. Steps taken will be battery replacement. Pt is going to see the hcp to replace the battery, date unknown.